Event description:
The customer stated a cell-dyn 1800 analyzer generated a falsely decreased hemoglobin result for one patient sample. The analyzer generated an initial hemoglobin result of 6.2 g/dl for the patient's fingerstick specimen. A repeat result of 11.0 g/dl was generated by a reference laboratory (method unknown). The customer technical advocate (cta) suggested checking the bubble mixing; the customer stated the bubble mixing in the pre-mixing cup and transducers was good. The cta suggested inspecting all syringes; the customer stated that the sample syringe was very "cruddy." The cta recommended replacing the sample syringe. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, the customer confirmed that after replacement of the sample syringe, the instrument was performing as intended. No further assistance was required. Labeling was reviewed and found to be adequate. An adverse trend was not identified for the complaint issue. Based on the investigation, no product deficiency was identified for the cell-dyn 1800 related to the reported issue.